Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with reference results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 3.1, 2.6, reference: 1.70, mean: 2.47, confidence limits: 1.6 - 3.4. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user: date: (B)(6) 2013, inratio: 3.1, 2.6, mean: 2.85, sd: 0.35, %cv: 12.41. Since %cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. In-house therapeutic donor testing performed on reported lot 305273 on (B)(6) 2013 yielded the following results: donor: 212, inratio: 3.2, 3.3, 3.1, reference: 3.27, bias threshold: 2.27 - 4.27, %cv: 3.13. Donor: 197, inratio: 2.3, 2.4, 2.7, reference: 3.00, bias threshold: 2.00 - 4.00, %cv: 8.44. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria had been met. No further investigation required. Conclusion: analysis of the client's data from repeat inratio and reference tests revealed that test result comparison met accuracy and precision criteria. The customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned, therefore, retain products were used for investigation testing. The retain strip testing results met both accuracy and precision criteria. The root cause could not be determined from the information provided by the customer. Fifty-eight (58) discrepant complaints have been reported for lot #305273, yielding a complaint rate of 0.097%. This reaches the action threshold of >0.07%. Note brick lot number 296553 with strip code k77n0 material was split into two different lots: lot #305273 into 12 packs (smaller lot). Lot #305274 into 48 packs (larger lot). Therefore, sixty-three (63) discrepant complaints have been reported for lot #s 305273 and 305274, yielding a complaint rate of (B)(4). Due (B)(4); corrective action is not required at this time. There is no corrective action required at this time, as no product deficiency was established.

Event description:
Caller alleged discrepant inratio2 inr results in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 3.1 and 2.6, laboratory inr: 1.7. The time between the two inratio tests was two minutes. The time between the second inratio test and the laboratory test was fifteen minutes. Therapeutic range 1.9 - 2.1 for the pt. There was no reported adverse pt sequela. There was no additional information provided.